Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2271149 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 17 july 2025. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Directional button is in the neutral position. Red shuttle is before the ponr. Safety wire returned in place. Stent returned within the introducer. Bunching / crumpling noted distal to the zip port. Functional inspection: handle actuating fine for deployment and recapture. Safety wire removed with no issue. Unable to deploy stent. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause can be concluded based on capa00209 findings. A definitive root cause can be attributed to a manufacturing issue as inconsistencies in the coating process has been identified. The root cause of the issue reported is most likely a result of bunching resulting from inconsistencies in the coating process which lead to higher friction forces for the larger stent sizes. Bunching / crumpling noted distal to the zip port during the lab evaluation likely occurred during stent deployment due to high friction force and likely caused the issue reported by the customer. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: capa00209 has been initiated and will document all necessary action required as result of this issue. Summary of investigation: according to the customer, during the expanding of the stent, the introduction set broke. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 01 x used device. Complaint is confirmed based on visual and/or functional inspection. Capa00209 has been initiated and will document all necessary action required as result of this issue. Complaints of this nature will continue to be monitored for similar events.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 20-aug-2025. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the expanding of the stent, the introduction set broke. "As per cc form": during an attempt to insert a stent in the biliary tract along the wire guide, the sheath of the introducer has burst, what made it impossible to expand and insert the stent. What endoscope type and channel size was used? Olympus tjf-160vr. What was the position of the elevator? N/a, open, closed open. Details of the wire guide used (diameter, type, make)? Metii-35-480. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no yes did any part of the stent contact the patient's anatomy when the complaint occurred? N/a, yes, no yes please advise the anatomical location of the intended target site. Biliary tract did the patient require any additional procedures as a result of this event? N/a, yes, no no what intervention (if any) was required? -another stent placement was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day same day were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.) No was the product inspected for kinks or damage before use? N/a, yes, no yes was resistance felt during insertion into patient? N/a, yes, no (if yes, at what point?) Yes, during stent expansion was the directional button pressed during use? N/a, yes, no yes was the yellow marker kept in view during deployment? N/a, yes, no yes are images of the device or procedure available? N/a, yes, no no is the device being returned? Yes